Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿endovascular repair of an ascending aorta dissection after self expanding tavr by suprasternal approach¿  eudailey k, ebrahimi a, still s, prejean s, von mering g, beck a, ahmed m  annals of thoracic surgery 2023;115:e41-e44 doi: 10.1016/j.athoracsur.2022.03.003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿endovascular repair of an ascending aorta dissection after self-expanding tavr by suprasternal approach¿ a valve was implanted as part of a tavr procedure to treat severe aortic stenosis. On post -operative day 1, the patient was noted to have chest discomfort and a acute type a aortic dissection was diagnosed. Imaging confirmed an entry tear in the ascending aorta at the level of the valve crown with antegrade and retrograde extension. Intervention was declined but four months later the patient presented with increasing chest pain and dyspnea. Intervention was performed and a 46 x 46 x 95 mm valiant navion stent graft was delivered into the crown of the prosthetic aortic valve to achieve 17 mm of overlap within the valve frame to create the best seal possible. Completion angiography confirmed a functional aortic valve, coronary flow, and exclusion of most of the false lumen. A follow-up CT at one month showed favorable remodeling with some residual flow in the false lumen. The one year follow-up showed increased false lumen flow on the inner curve. No additional clinical sequelae were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.